Event description:
It was reported that the procedure was treating an unknown vessel with mild tortuosity and mild calcification. A non-abbott guiding catheter was advanced over the balance middleweight elite ii guide wire, but resistance was noted, and the guiding catheter became stuck with the guide wire. Both devices were retrieved as a unit. A non-abbott guide wire was used to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.